Event description:
It was reported that the patient fell, possibly due to syncope, broke their arm and was admitted to the hospital. A device check noted intermittent beats with loss of capture in addition to multiple pause episodes. The left ventricular (lv) lead had a rise in threshold over the last week and the output was subthreshold. The threshold output was increased. There was also loss of capture on the right ventricular (rv) lead with a four second pause. The rv threshold outputs were also increased. Both the lv and the rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical product: dtma1qq crt-d, implanted: (B)(6) 2019. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.